Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, inadequate stent apposition occurred. In (B)(6) 2010, the patient presented with recurrent chest pain with exertion, associated with generalized weakness and fatigue. An EKG revealed sinus tachycardia with some nonspecific st changes. Subsequently, the subject was diagnosed with nstemi and cardiac catheterization was recommended which revealed a 99% stenosed target lesion located in the mid left anterior descending artery. The lesion was 20 mm long with a reference vessel diameter of 3 mm and treated with thrombectomy, pre-dilatation, and placement of a 2.75 x 28 mm taxus liberte stent. After placement of the study stent, it was noted that the proximal edge of the stent appeared to be under-sized. A 3.50 mm non-compliant balloon was used at low atmospheric pressure to dilate the distal edge of the stent and at high atmospheric pressure to dilate the proximal edge of the stent. Following post dilatation, residual stenosis was 0%.final angiograms performed revealed good angiographic result and timi grade iii flow. On the following day, the patient was discharged on aspirin and prasugrel.